Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-aug-2025 investigation summary bd received 20 samples and one photo for investigation. The evaluation of the photo indicated gel globules in the serum. Upon visual inspection of a total of the 20 samples along with 100 retained samples, no gel defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode gel globules. Corrective and preventive action has been opened to address the sample quality issue. It is also understood that tube storage, processing conditions, and centrifugation settings can impact the quality of the serum and the presence of gel globules. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel globules in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel globules in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.